Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 2 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017 due to a cerebral vascular accident. Additional information was requested, but none has been provided at this time.

Event description:
Additional information: it was reported that the patient arrived to the emergency with aphasia, mental status change, right and left side weakness. Patient¿s inr was 2.45. The patient experienced an acute massive left hemisphere infarct. The patient experienced left cerebral artery distribution with occluded left internal carotid artery (ica). No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported stroke not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.